Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (no display) has been confirmed. As received, the charger was resetting. Upon eval, the battery charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger bedside board. The cause for the defective component was not positive determined. No adverse event resulted from the defective charger/modem. The pt was issued a replacement battery charger/modem.

Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(4) female pt to report that the charger/modem had no display. The pt was issued a replacement battery charger/model.